Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net, the right ventricular lead exhibited noise, low impedance and loss of output was noted. The patient would continue to be monitored. No additional information was available. The lead remained implanted.